Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: review of the submitted photo and log file report revealed no pump-related issues. It was reported that the patient was having intermittent speed drops and the patient¿s driveline had tape on it. They were placed on an ungrounded, orange cable at home and have not reported any further alarms. The submitted log file report revealed that the pump speed did not fall below the low speed limit of 8400 rpm. The pump appeared to operate as expected. Additionally, the submitted photo revealed repair tape adjacent to the metal controller connector. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2016 under order (B)(4). The heartmate ii patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU also discusses damage due to wear and fatigue of the driveline. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), document #106020, rev. H, is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The reference of the patient being placed on ungrounded cable was reported under MFR#: (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient, who currently has tape on driveline, was experiencing intermittent reduction in speed (as low as 8500). The patient had previously been on the ungrounded orange cable at home. The patient did not report any alarms related to these speed changes. Heartmate touch report only was submitted, therefore, no log file available. The report was not showing any issues.